Event description:
The initial reporter reported that in operating room (B) (6) the led light handle would not attach properly. After further investigation it was discovered that the light handle cover fell off mid-case. The cover was caught over the sterile field by a nurse. There were no adverse consequences as a result of this malfunction.

Manufacturer narrative:
No pt info obtained. Add'l attempts will be made for this info. There is no established exp date for this device. Return of device is anticipated. Evaluation of actual device has not occurred yet. Device mfg date is unk at this point. Further attempts will be made for this info. Evaluation summary: a similar device from controlled inventory was evaluated. Further evaluation will be conducted when the mentioned cover arrives at the mfg site. The likely cause of the cover falling off is incorrect installation. In this case, the cover was caught over the sterile field by a nurse. There is a potential for the light handle cover to fall within the sterile field and impact the pt and/or user. This is not a single-use device.